Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilation service required condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, e 193 code was found in the ventilator's downloaded error log. However, upon further evaluation the device powered on and operated as it should. No repairs performed. The unit was scrapped.

Event description:
The manufacturer received information alleging a ventilation service required condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.